Manufacturer narrative:
Not returned to manufacturer.

Event description:
Atrial fibrillation (heart rate was rapid, didn't feel good, short of breath) [atrial fibrillation]. This serious, spontaneous report was initially received from a consumer with follow-up from a physician in the united states. The patient, a (B)(6) female experienced atrial fibrillation (heart rate was rapid, didn't feel good, short of breath) after treatment with euflexxa (sodium hyaluronate) once weekly for three weeks for arthritis in knee on (B)(6) 2015. The patient reported she was prescribed euflexxa for arthritis in her knee. She received her first injection of euflexxa in her right knee on (B)(6) 2015. On (B)(6) 2015 the patient reported that she went into atrial fibrillation. The patient mentioned that she has a history of atrial fibrillation but that it was controlled. Patient noticed that she went into atrial fibrillation because her heart rate was rapid, she didn't feel good and she was short of breath. Euflexxa use is on-going. The patient confirmed that she will be seeing her cardiologist on (B)(6) 2015. The atrial fibrillation was recovered prior to (B)(6) 2015. The physician reported that the atrial fibrillation was a chronic condition prior to receiving the euflexxa injections and that is it is unlikely that the euflexxa caused the atrial fibrillation. The physician reported that he was not aware if the patient was hospitalized for this event. No additional ae information provided by reporter. Medical history: hypertension and atrial fibrillation. Concomitant medication: rivaroxaban, nadolol, hydrochlorothiazide/lisinopril, acetylsalicylic acid, glucosamine with chondroitin, tylenol and vitamin d3. Additional information received 06-apr-2016 from physician: treatment dates, lot number, start and stop date of adverse event, medical history, patient height and weight and x-ray impression. Senders comment: this serious case concerns a (B)(6) female which experienced atrial fibrillation (af; unlisted) (heart rate was rapid, didn't feel good, short of breath) after euflexxa was administered once weekly for three weeks. The patient will consult a cardiologist. Concomitant medication includes rivaroxaban, nadolol, hydrochlorothiazide/lisinopril, acetylsalicylic acid, glucosamine with chondroitin and vitamin d3. Confounding factors includes age (around 70% of individuals with af are between 65 and 85 years) medical history of atrial fibrillation, hypertension (important risk factor for atrial fibrillation) and underlying arthritis (often arthritis and hypertension concurrently). The causal relationship between euflexxa and af is considered not related; confounding factors are more likely etiology for the reported af. Reporter causality: unrelated. Company causality: unrelated. Overall listedness: unlisted. Other case numbers: (B)(4).

Manufacturer narrative:
This serious case concerns a (B)(6) female which experienced atrial fibrillation (af; unlisted) (heart rate was rapid, didn't feel good, short of breath) after euflexxa was administered once weekly for three weeks. The pt will consult a cardiologist. Concomitant medication includes rivaroxaban, nadolol, hydrochlorothiazide/lisinopril, acetylsalisylic acid, glucosamine with condroitin and vitamin d3. Confounding factors includes age (around 70% of individuals with af are between 65 and 85 years) medical history of atrial fibrillation, hypertension (important risk factor for atrial fibrillation) and underlying arthritis (often arthritis and hypertension concurrently). The causal relationship between euflexxa and af is considered not related; confounding factors are more likely etiology for the reported af. Reporter causality: related. Company causality: related. Overall listedness: unlisted. (B)(4).

Event description:
Atrial fibrillation (heart rate was rapid, didn't feel good, short of breath) [atrial fibrillation]. Case description: this serious, spontaneous report was received from a consumer in the united states. The pt, a (B)(6) female experienced atrial fibrillation (heart rate was rapid, didn't feel good, short of breath) after treatment with euflexxa (sodium hyaluronate) once weekly for three weeks for arthritis in knee on (B)(6) 2015. The pt reported she was prescribed euflexxa for arthritis in her knee. She received her first injection of euflexxa in her right knee on (B)(6) 2015. On (B)(6) /2015 (pt unsure of exact date), the pt reported that she went into atrial fibrillation. The pt mentioned that she has a history of atrial fibrillation but that it was controlled. Pt noticed that she went into atrial fibrillation because her heart rate was rapid, she didn't feel good and she was short of breath. Euflexxa use is on-going. The pt confirmed that she will be seeing her cardiologist on (B)(6) 2015. The atrial fibrillation is still present at time of report. No additional ae info provided by reporter.